Manufacturer narrative:
The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported the medication did not infuse. The disposable and the pump were connected to a patient when the event occurred. The device's settings read: continuous infusion rate: 3.3; reservoir volume: 5150; given: none infused; air detector: off; upstream sensor: off; length of infusion: 46 hours; lock level: 2. No adverse patient effects were reported by the customer.